Manufacturer narrative:
Device labeling: metallic implants can loosen, fracture, corrode, migrate or cause pain. Device evaluation provided by (B)(6): corrosion scoring mild to no corrosion at the extendable junction and moderate to severe corrosion at the screw nail holes. Surface damage patient showed evidence of surface damage across all screw nail holes in both nails. Device returned to (B)(6).

Event description:
Information was received that there are radiological changes at the male female junction of the nail, not the regenerate. As per the surgeon, he believes that as the nail is forced out there will be a release of some debris which causes a foreign body macrophagic reaction. X-ray changes equate to endosteal scalloping/ lysis, periosteal reaction and thickening of the cortex. Incidentally, all lengthened well and the bone regenerate looks good. The nail was explanted on an unknown date.